Event description:
The customer reported that the device is shutting off and fails charge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device is shutting off and fails charger. There was no report of pt involvement. The device was evaluated at the philips andover repair bench and the reported failure could not be recreated. Due to the issue not being recreated we cannot determine the cause of this reported failure. The device passed all testing.